Event description:
A hospital bio medicl engineer (bme) reported loss of ultrasonic and fiberoptic image during a procedure. The procedure was completed with another scope and there were no complications associated with the occurrence.